Event description:
It was reported that the patient had been getting urinary tract infections (utis) of late and was using a catheter at the time of the report. The reporter stated that the patient's device had been turned off for 2 years because of pain. However, the patient's healthcare provider (hcp) suggested that the patient turn the device back on and give it a shot. As such the reporter wanted to turn the patient's device back on but had forgotten how to use the patient programmer and wasn't with the patient at the time of the report. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# v449877, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).